Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture diagnosed during explant surgery.

Event description:
Physician reported a left side rupture. The device has been explanted.